Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found no visible damage to the lens. Dimensional width verification was performed and the lens was found to be in specification. Dimensional length and refractive (functional) verification was performed and the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+1.0/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the crystal had no astigmatism marker and the postoperative diopter and arch height are abnormal. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
Patient weight, ethnicity & race unknown. Adverse event problem - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).